Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient's implantable cardiac monitor exhibited undersensing. No intervention was performed